Manufacturer narrative:
H6: investigation summary: the complaint of "false positive results" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving low level positive results for covid-19 assay. Field service was not dispatched. Remote assistance had the customer adjust the color compensation setting in the bd sars-cov-2 assay udp in accordance to the IFU. Instrument is functioning properly. No parts or materials was returned to bd for investigation. The root cause cannot be determine with the information provided. No new risks, trends, or hazards were identified based on this investigation. No corrective actions were required. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the instrument max clinical a false positive results were obtained by the laboratory personnel. Confirmation testing was performed, no false results were sent to the doctor. There was no reported patient impact.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Multiple 510k numbers: k111860, k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the instrument max clinical a false positive results were obtained by the laboratory personnel. Confirmation testing was performed, no false results were sent to the doctor. There was no reported patient impact.